Event description:
For serial# (B)(4), per (B)(6), control box is not functioning. (B)(6) said (B)(4) (sales rep) relayed this information to her. Under warranty. No follow up requested.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.